Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-19180. It was reported that the patient was in ventricular tachycardia. The implantable cardioverter defibrillator shocked the patient appropriately but failed to convert the rhythm. The rhythm eventually converted on it's own. The device was explanted and the lead was capped. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.